Manufacturer narrative:
510k: this report is for an unk - screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the tpal inserter was unable to be dismantled after use. The tip of 3x parts expedium si polyaxial screwdriver distal was shredded. There was no reported surgical delay. There was no patient consequence. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).